Event description:
Related manufacturer report number: 1627487-2024-00388, 1627487-2024-00389. It was reported at the time of the patient's lead revision on (B)(6) 2024 the patient's ipg had migrated. Surgical intervention was undertaken and the ipg was explanted and replaced.

Manufacturer narrative:
B3: event date is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.